Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the charging difficulties determined was that the hcp felt the patient had a faulty charging system. The rep said the hcp would like the charging system looked at. The rep reported that the device was replaced because the patient let it die down multiple times and had issues charging it. The rep reported that the old system was causing trouble charging. The rep noted that the nurse thought it had more to do with the charging system. The rep wasn't aware of any troubleshooting that had taken place. The patient had gone a while without doing it/charging. The rep wasn't aware of how much time between not charging and the patient letting the office know what was going on. No further complications were reported.

Manufacturer narrative:
Analysis of pli# 30 product ID# 97714 no significant anomaly, ins was functioning within specifications but has reduced capacity due to overdischarges. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical products & therapy dates: product ID 97754, serial# (B)(4), product type: recharger, product ID 97740, serial# (B)(4), product type: programmer, product type: recharger . Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger .product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient¿s ins was discharged. The patient had charging difficulties. The rep reported that the hcp chose to replace the device with a new device to help with charging abilities. The ins was replaced. The issue was resolved. No further complications were reported.